Event description:
It was reported to boston scientific corporation that an orbera balloon was removed during a procedure on (B)(6) 2026. During the removal procedure, the viper tore a hole in the balloon. The balloon was successfully removed with another viper. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0414 is being used to capture the reportable event of balloon torn material.